Manufacturer narrative:
The product was returned in a used and damaged condition. This device is purchased from a vendor. From an examination of the returned device it appears that the wire is intact; however, a section of the hc coating has separated. This can occur when the coating damaged due to contact with the needle bevel or other instruments. Pt anatomy may trap with wire end causing separation during withdrawal. There is insufficient info in the complaint description to assign a root cause. We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is insufficient risk to warrant risk reduction activities.

Event description:
As per complaint form: "when trying to bring wire luminal in pt via cxi wire tip detached and remained in the pt's sub intimal space. Unsure as yet if pt has required additional procedures." According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.